Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer states the plunger in the softclix plus lancet will not prime. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed that the lancet will not retract. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bas003.